Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop event was confirmed via the submitted log files. It was reported that the patient had a pump stop event on (B)(6) 2020. The cause of the pump stop event was reported to be due to monitor communication. The patient was transferred to california pacific medical center due to ventricular tachycardia, weakness, and being uncomfortable. The submitted controller event log file contained data from 18jul2020 at 20:17:45 to (B)(6) 2020 at 10:47:29. The pump fixed speed and low speed limit were set at 5800 rpm and 5400 rpm respectively. On (B)(6) 2020 from 17:38:32 to 17:38:43, there were intentional pump stop events which caused several other alarms to trigger (low flow and lvad off). The pump was off for approximately 9 seconds. Prior to and following the pump stop events, the device operated above the low speed limit without issue. The vad coordinator could not confirm if the pump stop button on the system monitor was pressed. The lvad was functioning normally and the patient would continue to be monitored. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The pump was shipped on (B)(6) 2019 under order 8017623415. Heartmate 3 lvas IFU rev. C and heartmate 3 lvas patient handbook rev. B are currently available. Section 1 of the heartmate 3 lvas IFU lists cardiac arrythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The system monitor section of the heartmate 3 lvas IFU states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the lvad was functioning normally prior to pump stop. The patient did need escalation of care and was transferred to the hospital due to patient weakness. The patient was in ventricular tachycardia and was very uncomfortable. The site reported they will continue to monitor the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the event log captured a pump stop on 2020 which lasted around 3 seconds and then the pump resumed.